Event description:
Additional information received indicates one lead was explanted and replaced and the ipg was electively replaced. Effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-04089. It was reported the patient fell causing both leads to migrate. Surgical intervention may take place at a later date to address the issue.